Event description:
It was reported that the user experienced hypoglycemia of unclear cause while using the device, with a lowest recorded glucose of 40 mg/dl and treatment with oral glucose. Symptoms included low blood glucose with associated hypoglycemic effects. Outcomes included temporary impairment requiring intervention but no hospitalization. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed no device malfunction was identified and no component failure was reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.